Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Frozen screen not confirmed. P-cap or reservoir locked properly in place. Device received with new style all black retainer still attached to the insulin pump. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. The customer stated that reservoir lip ring had lose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.